Manufacturer narrative:
No malfunction is suspected. The end user lives in an assisted living facility (alf) and was transferred into the power wheelchair by an aide at the alf using a hoyer lift and sling. The sling was left under the end user and the seat belt was not secured. Hoveround's owner's manual warns hoveround's owner's manual warns "to reduce the chance of serious injury or death from tip-over, collision with obstacles, loss of control, or falling from the power wheelchair, keep yourself properly positioned in the seat: keep your seat belt fastened, and always use the seat belt."

Event description:
The end user slid out of the power wheelchair when it came to a stop. The end user was not wearing the power wheelchair safety belt.